Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.

Event description:
It was reported that upon deployment, the filter legs were tangled. While prepping to attempt the filter retrieval, the patient developed ventricular tachycardia, and it was identified that the filter had migrated to the patient's heart. The filter was successfully removed with a snare and recovery cone. A competitor's filter was deployed without any difficulties. The patient was reported to be doing well.